Event description:
No new information.

Manufacturer narrative:
The complaint that the septum separated from the catheter adapter was confirmed; however, the root cause could not be determined. Two photographs and two representative 20g nexiva devices were provided for investigation. No damage or defects were identified on the representative samples. The photographs showed a used 20g nexiva device where the septum and canister assembly separated from the catheter adapter, which allowed fluid to leak from the device. No specific damage or defects associated with the manufacturing or assembly process could be identified from the photographs. As the device in the photograph had been used, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. As the customer reported that the damage occurred during CT contrast infusion, overpressurization may have been a contributing factor. The instructions for use (IFU) state, "avoid kinking or obstructing catheter during power injection. Warning: in the event of an occlusion, power injector pressure-limiting features may not prevent catheter failure." The IFU also states, "the 22-18 ga (0.9-1.3 mm) devices are suitable for use with power injectors set to a maximum pressure of 300 psi (2068 kpa) when access ports not suitable for use with power injectors are removed." The affected IV catheter was not provided for investigation. There were no other complaints from the implicated lot and a review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Brief description of incident: pt had nsl for CT - was infusing (mess and flush). During infusion of contrast nsl plug/plunger popped out of angiocath. Blood and contrast released onto pt gown. Customer response on 05-jan-2025. Can you please provide an exact date of event in format mm-dd-yyyy? 23-12-2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The malfunction occurred during CT contrast infusion, exposure to blood and bodily fluids, contrast. The rate used (5.5ml/sec) is appropriate for a pe study using omnipaque 300 and a 20g single port nexiva catheter (poster attached). A spike in pressure is noted on the graph in the summary. It does not appear that the injection was aborted so this could be due to a change in arm position. There is some documentation about patient cooperation so I am waiting to speak to the primary technologist to get more information. If I gather any more information that would be beneficial to the team, I will be sure to share.